Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prime referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during a procedure of the heavily calcified, chronic totally occluded, de novo, common carotid artery (cca) with an ostial lesion of the aortic arch the emboshield nav6 embolic protection device (epd) was positioned. The 4.0 x 38 mm xience prime stent was deployed without reported issue, however, during the retrieval attempt of the epd, while the sheath had been retracted the physician lost support and the epd was pulled into the deployed stent. Several attempts using multiple guide wires and balloon catheters were unsuccessful in detangling the two devices; it was noted that the stent had become deformed in the vessel. An endarterectomy to remove the device and perform a carotid/carotid crossover bypass was performed. The epd and bare wire were removed and angiography showed good flow through the stent, however, as the continued vessel patency remained questionable the bypass was performed with a good result. The patient awoke and there was no report of cerebrovascular accident (cva) or adverse patient sequela. No additional information was provided.

Event description:
Subsequent information of a cine of the procedure was received and reviewed by an abbott specialist. The reviewer noted images show the embolic protection device (epd) is moved out of position and is more proximal than desired and this is confirmed in the still image. The xience stent is shown distal to the arch. There are multiple attempts to snare the epd through the stent but this was unsuccessful and the two devices are together and cannot be separated. Surgical intervention is used, demonstrated by the multiple clamps that are positioned along the neck to facilitate dissection and removal of the two devices. The reviewer concluded that the findings reported in this incident were confirmed in the cines provided including deployment of the epd and stent, attempts to remove the epd, deformation of the stent in the vessel and surgical intervention. The final result and relief of vascular obstruction due to the surgical intervention cannot be confirmed. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reported information, the difficulties appear to be related to case circumstances and there is no indication to suggest a product quality deficiency for this incident.